Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results generated by their unicel dxc 600i synchron access clinical system serial number (sn) (B)(4) on two patients. Patient 1 ((B)(6) female) was initially run on their other dxc600i (B)(4) and a result of 0.22ng/ml was obtained. The sample was repeated on the original analyzer dxc600i (B)(4), and a result of 6.96ng/ml was generated and another repeat was performed which recovered at 0.27ng/ml. Patient 2 ((B)(6) male) was initially run on their other dxc600i, (B)(4), and a result of 0.50ng/ml was obtained. The sample was repeated on the original dxc600i instrument, (B)(4), and a result of 1.30mg/dl was generated. The sample was run again on (B)(4) and recovered at 0.50ng/ml. No erroneous results were reported outside of the laboratory and there was no affect to patients with regard to this event.

Manufacturer narrative:
The samples were spun at 4000rpm for ten minutes. Both patients were run through the cta (closed tube aliquoter). The customer stated that the patient samples seemed to clear from fibrin or clots. Qc was within the customer's established ranges at the time of the event. Calibration and system checks were running within specifications on the day of the event. A field service engineer (fse) went on-site and rebuilt the wash pump and precision pump assembly, replaced the fluidics, the rotor-stator for the wash valve and adjusted the mixer speed to within specifications. Fse then performed high-sensitivity system check with passing results, and performed acceptable precision run of low level control for troponin. Fse also performed acceptable troponin calibration and qc was then within the set ranges. Multiple potential causes were addressed by the fse. Hardware is the likely cause of this event. This customer previously reported erroneous accutni results which are documented in MDR#2122870-2012-01859.